Event description:
According to the reporter: occurred during a minimally invasive transanal rectum procedure. On the third firing, the stapler did not fire. It was replaced with another handle, and the procedure was completed. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.